Manufacturer narrative:
No eval explain code. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased. It was also reported there was a sensing detection problem and a delay in ventricular fibrillation (vf) detection due to the electro- gram signal. The vf episode was treated one time with a shock from the implantable cardioverter defibrillator and with an external shock.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated issue with sensing function. Sensing function compromised due to low amplitude vf waves.